Manufacturer narrative:
The patient expired due to multisystem organ failure. The cannula was not recovered. As the device was not returned to the manufacturer, no further evaluation of the reported hole could be performed. The manufacturer clinical representative that examined the cannula in use believe the reported leak was from an infected exit site and not the device. No device history record review could be performed as the lot number was not provided and the manufacturer has no device tracking record on file for this implant. No further info is available, no definitive conclusion can be drawn as to the cause of this event due to the device not being returned and lack of device identification. The manufacturer is closing its file on this event.

Event description:
On 08/09/2004, the manufacturer was notified that a bi-ventricular assist device patient has a small hole (pin hole size) noted on their left arterial cannula. The center described the location of the hole to be on the clear portion of cannula below the velour near the skin exit site. It was noted this morning upon examination and was weeping a small amount of blood. A dressing had been placed over the hole. On 08/09/2004, the cannula was evaluated by a manufacturer clinical specialist; no hole or leaking was noted during the examination. It is believed that the drainage (blood) was not coming from a hole in the cannula, but from around an infected exit site. It appears that the cannula has been pulled on, likely during a dressing change. The clinical specialist reported there was a lot of drainage. The manufacturer has requested the center save the cannula at explant for further evaluation.